Event description:
It was reported that during set up at the user facility, the device overheated. There was no associated procedure, no patient involvement, no surgical delay, no medical intervention and no adverse consequences.